Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported the patient presented for an explant procedure. Their atrial lead was explanted due to an unspecified sensing issue. Patient condition was not reported. No further information was reported